Event description:
It was reported that the patient for follow up after the implantable cardioverter defibrillator delivered inappropriate shock for an episode of atrial fibrillation with high ventricular rate response. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.